Event description:
The facility's biomedical tech reported an infusion pump of which nurse stated, "pump turned off; would not turn back on" during patient use. Tubing was transferred to another pump to continue patient's treatment. No injury is reported.